Event description:
It was reported the tibial articular surface provisional fractured. No known consequence to patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.